Manufacturer narrative:
H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1085146 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1085146 for contamination. Retention samples from batch 1085146 were not available for inspection. Two photos were received for investigation. One photo shows the bottom of a plate from batch 1085146 (time stamp 0944) with microbial growth visible in the plate. The other photo shows the agar surface of a plate with fungal colonies growing. No return samples were received for investigation. This complaint has been confirmed. No complaint trends for contamination have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using 1500 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " *customer problem: customer reporting mold contamination in item 221261 lot 1085146 - plate trypticase soy agar 5% sb. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 1500 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " *customer problem: customer reporting mold contamination in item 221261 lot 1085146 - plate trypticase soy agar 5% sb. "